Manufacturer narrative:
Concomitant product(s): a 419688 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. A lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, undefined impedance, oversensing, noise, elevated sensing integrity counter (sic), non-sustained ventricular tachycardia, and high rate non-sustained episodes. Lead detections were turned off, the patient was fitted for a wearable defibrillator, and a lead revision is scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.